Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt received adequate stimulation, but remained in pain. It was also reported, the pt plans to undergo an MRI. As a result, the pt's scs system was explanted.